Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low-level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level 508 mg/dl. The customer was treated with bolus. Customer did not report any symptoms related to high blood glucose. The customer reports hardware low level failure. The customer stated that the insulin pump alarm pump error during selftest. Troubleshooting was performed. The insulin pump will be returned for analysis.